Manufacturer narrative:
Correction: lot number, e2 and e3 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as it was disposed of. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while doing therapeutic laser for bladder tumors, the 200 micron tfl ball tip single use fiber tip connected to the machine caught fire and burned my colleague. The laser was in the patient, the green tip went out and my colleague felt heat and turning around we saw that it had melted the blue wire and there was a flame at the end of the tip. There was no patient harm associated with the event.